Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_e. The issue was confirmed through log analysis. After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings. 2. Tap google , devices & sharing, cross-device services. 1. Or search ¿cross-device¿ from settings. 3. Make sure use cross-device services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. Helpline mentioned that customer states that the issue is with the pump as she cannot pair the pump with the transmitter either. Customer pump was replaced as per troubleshooting. We could see customer has successfully paired with new pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.